Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported experiencing instability with vacuum. Additional information has been requested.

Manufacturer narrative:
The customer requested a service call to check the system. The company service representative examined the system. The system was inspected and ruled out any system nonconformity. The system was then tested and met all product specifications. The system was manufactured on march 23, 2004. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).